Event description:
Illness [ill-defined disorder]. Case (B)(4) is a serious spontaneous case received from a consumer via a regulatory authority in the united states. This report concerns a female patient who experienced an illness before treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, unknown route of administration, weekly for three weeks, for an unknown indication was meant to start. The patient reported that she is in the hospital, date unknown, and will miss therapy. Arxwp has not yet filled euflexxa for the patient. The patient was hospitalized on an unknown date due to an illness. Action taken with euflexxa was not applicable. At the time of this report, the outcome of illness was not recovered. Concomitant medication was not reported. All events in the case were reported as serious. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: not related. Company causality: not related. Other case numbers: case number, others = mw5077856. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.